Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance. Rv lead conductor fracture was suspected. At this time, the physician is monitoring the impedance. The device remains in service. No adverse patient effects werer reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).